Manufacturer narrative:
(B)(4) labeled for single use. Evaluation summary: unique device identifier (UDI): (B)(4). Visual, functional and sem analysis were performed on the returned device. The balloon rupture and inflation issue were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The traveler rx is currently not commercially available in the u.s. However, it is similar to a device sold in the u.s. The 2.5 x 15 mm traveler rx device referenced is being filed under a separate medwatch report.

Event description:
It was reported the procedure was to treat a concentric, de novo lesion with mild tortuosity, heavy calcification with 90% stenosis in the distal right coronary artery. After a non-abbott guide wire was advanced to the lesion, a 2.5 x 20 mm rx traveler balloon catheter was advanced without resistance. However, the balloon slipped during the first inflation. The balloon was inflated a second time and ruptured at 12 atmospheres (atm). The 2.5 x 20 mm rx traveler balloon was withdrawn from the patients anatomy without any issue. A 2.5 x 15 mm rx traveler balloon was advanced without resistance to the target lesion to continue the procedure; however, the balloon ruptured during the third inflation at 10 atm. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.